Event description:
On (B)(6): customer reports via phone they had completed a cysto procedure, as they were trying to move the pt off the table, the table would not move. Staff was able to move the pt from the table without incident. No injuries were reported. Pt age and gender were unk.

Manufacturer narrative:
Field svc engineer (fse) troubleshot complaint and found a bad table cpu pcb which was inhibiting proper boot up of the hydrajust dr table, making the table functions non operational. Fse replaced the table cpu pcb and the unit completed the boot sequence and all functions were operational. Fse completed checkout of the sys per svc checklist and unit to full svc by the customer.